Event description:
It was reported that on (B)(6) 2008, the patient underwent a direct stenting procedure in the saphenous vein graft with one 3.5 x 18 mm xience v stent. On (B)(6) 2010, the patient experienced heartburn (angina equivalent symptom). The functional ischemia study was positive and the troponin level was elevated. ECG did not reveal any myocardial infarction. The patient was hospitalized and underwent percutaneous coronary revascularization in the index target lesion. The patient's condition resolved and the patient was discharged on (B)(6) 2010. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): no pre-dilatation and incorrect anatomy. It was reported that the 3.5 x 18 mm xience v was implanted in a saphenous vein graft (svg) via direct-stenting (no pre-dilatation). It should be noted that the xience v instructions for use (IFU) instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. Additionally, the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. It is unknown if the reported IFU deviations directly caused or contributed to the reported patient effects. There were no reported product deficiencies. The reported patient effects of angina, stenosis/restenosis, and ischemia are listed in the xience v IFU as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.